Event description:
It was reported that during the implant attempt the lead had oversensing, undersensing, and noise. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, there was blood/body fluid on the outer tubing overlay. The outer tubing overlay was breached cut, there was blood in/on the helix/lobe mechanism and visual analysis noted that the lead was damaged at implant.